Event description:
It was reported that the compressor was going into a stand-by mode frequently. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on-site. The standby valve was replaced and the compressor was returned to service after successful functional testing was completed. The logs from the connected ventilator were downloaded and evaluated. The logs supports the described failure condition, but event date was traced to a different date (B)(6) 2017 according to the logs. There was no patient connected at the time of event. No parts were returned for technical investigation; therefore the root cause has not been fully determined.

Event description:
(B)(4).